Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm which lead to high blood glucose readings. The customer's blood glucose level was between 300 and 400 mg/dl, customer treated with a manual injection. The customer's blood glucose reading during the call was 74 mg/dl. The caller performed troubleshooting and was informed that the alarm was caused by a connection issue; the insulin pump was working as designed. Customer was advised to change out their entire set and reservoir, and that the high blood glucose reading was caused from the lack of insulin received from the insulin pump. Nothing was replaced or returned.